Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off during the event. After other repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were trying to print out a code summary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were trying to print out a code summary. There was no patient use associated with the reported event.

Manufacturer narrative:
Age and sex of the initial medwatch report indicates: (left blank). Age and sex of the initial medwatch should indicate: 76 years, female. The initial medwatch report indicates: event date ¿ (B)(6) 2018. The initial medwatch report should indicate: event date ¿ (B)(6) 2018. Additional information: physio-control further evaluated the customer's device and determined that the cause of the reported issue was due to a damaged battery pin insert for the positive terminal of battery 1 along with a cross-threaded nut holding the battery wire harness assembly to the positive battery terminal for battery 1. Physio replaced the device's rear case and battery wire harness assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.